Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving an unknown drug at an unknown rate via an implantable pump for malignant pain in the spine/back. It was reported that during a scheduled pump replacement on (B)(6) 2017, a catheter fracture at the spinal segment was observed. The device diagnosis was a catheter break/cut. The entire catheter was explanted with replacement on the same date. The event resolved as of (B)(6) 2017. There were no reported symptoms.

Manufacturer narrative:
Analysis of the catheter found a reliability non-conformance of the catheter body being broken. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.